Manufacturer narrative:
We evaluated the device and found the complete ceramic beak of the inner tube is missing, the shaft has small dents, and there is corrosion around the inner circle of the inner tube where the beak was. We suspect that the inner tube may have been repaired by a third party and that they replaced the beak that came off during use.

Event description:
Allegedly, per the customer: "patient was undergoing a cystoscopy and stone removal. During the procedure the tip of the resectoscope sheath broke off. The stone and broken piece were removed from the patient without any complications. Bladder was scanned an additional time without discovering any additional pieces or stones.".